Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) integrated apd set w/cassettes leaked. This was observed during fill of peritoneal dialysis therapy. The leak was identified at the bottom of the line ¿closest to the bag." The patient had to disconnect from both cassettes and skipped therapy. The nurse was notified of the missed therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was placed on an antibiotic as a precaution. No additional information is available.

Manufacturer narrative:
Correction to h4: device manufacture date: remove 01/21/2023 (reported on initial) and update to 01/23/2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.